Event description:
It was reported that a user experienced repeated pairing failures between a freestyle libre 3 plus continuous glucose sensor and the ilet, with three sensors attempted and ¿pairing failed¿ noted in the device alarm history; after restarting the pump and rescanning, the ilet connected and displayed a high glucose reading, and the user reported having recently consumed sweets without symptoms. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no medical intervention or hospitalization. Investigation included review of device alarm history and guided troubleshooting, including a pump restart and sensor rescan that restored pairing. Investigation of this case revealed a resolved communication pairing issue between the ilet and the freestyle libre 3 plus sensor, consistent with transient connectivity malfunction that cleared after device restart and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient device communication error.